Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed external visual inspection and functional testing. The battery performed as intended without any anomalies. A review of the battery¿s internal log revealed that the battery serial number was programmed to be (B)(4). Log file analysis revealed that the battery serial ID did not appear as in use. However, an invalid serial ID did appear in the log files and was likely (B)(4). As a result, the reported event was confirmed. A review of the device's manufacturing records revealed that the step that involves the programming of the battery serial number (step 7) was not performed. The most likely root cause of the reported event can be attributed to a non-programming of the unit's serial number during manufacturing. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the serial number on the log files was invalid. It was further noted that the electronic serial number was never programmed in the factory. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.